Event description:
Ra lead increase to 3000 ohms indicating lead fracture it was reported that a patient presented with high pacing impedance noted on the patient's right atrial lead, and it was alleged that this was due to lead fracture. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.